Event description:
The clinician reported that a month after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.